Event description:
While using bd maxzero, ref number mz5302 when drawing from a child that was a difficult stick blood was getting stuck in the micro clave. As a result from that the specimen was hemolyzed. This rn then had to use a different method when drawing blood and requiring another poke for the child.